Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient has had recent issues of gastrointestinal (gi) bleeding, gastritis, and erosive esophagitis with hemoglobin levels of 9.7. The hospital was able to control the issues and gi bleeding improved. The patient's hemoglobin levels will be monitored. No other information is available at this time.